Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer husband reported via phone call that his wife had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer was treated with bolus. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.